Manufacturer narrative:
As reported in a research article, a patient experienced chest pain one month after a pfo occluder implant, and the device was explanted six months later. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturing report number:2135147-2019-00390, 2135147-2019-00389, 2135147-2019-00388, 2135147-2019-00386, 2135147-2019-00384, 2135147-2019-00382, 2135147-2019-00381. It was reported through a research article identifying amplatzer that may be related to explant of devices. Specific patient information is documented as unknown. Details are listed in the attached article, titled explantation of patent foramen ovale closure devices. On an unknown date, a 35mm amplatzer pfo occluder was implanted. The patient began experiencing chest pain one month after the procedure. The patient was determined to have coronary sinus obstruction. The device was explanted six months after the procedure. No patient consequences were reported post procedure.